Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/22/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) up to 600mg/dl with vomiting, frequent urination, extreme thirst, exhaustion, rapid heartbeat, and blurred vision. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the patient was not priming with enough insulin and was not performing the fill cannula step. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.